Manufacturer narrative:
(B)(4). The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned stapler was visually examined with and with out magnification. Visual examination of the returned stapler revealed that the first three staples in the cover block were severely misaligned. The stapler was returned with the trigger not engaged, and there were signs of biological material on the device. The stapler was received with 38 staples left in the cartridge. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, no staples would fire. Multiple attempts were made, but no staples fired. The device was disassembled and die casting anomalies were discovered on the forming tool. The saddle spring was attached to the pusher; however, the saddle spring was observed to be crooked. No other defects or anomalies were observed. The anvil was in the proper orientation. The reported complaint of "misfire/jamming - info not provided" was confirmed based upon the sample received. Visual examination of the returned stapler revealed that the front staples were severely misaligned with 38 staples remaining in the cover block. Functional testing could not be completed as the stapler was jammed and would not fire staples. The device was disassembled and die casting anomalies were discovered on the forming tool. It was observed that saddle spring was attached to the pusher; however, the saddle spring was crooked. A device history record review was performed on the device with no evidence to suggest a manufacturing related root cause. A non-conformance was opened by the manufacturing site to further evaluate this issue. Teleflex will continue to monitor and trend on complaints of this nature. Corrected data: correct d.4 UDI from (B)(4).

Event description:
It was reported " staples were found jamming during use on the patient." No patient injury or consequence reported. The patient's current condition is reported as "fine".

Event description:
It was reported " staples were found jamming during use on the patient." No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).